Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A review of the pump history showed three pump reboots associated with battery changes. Unrelated to the display issue, testing revealed a cracked battery compartment and a damaged battery cap. There was evidence of moisture contamination inside battery compartment. The battery cap was unable to fully tighten due to damaged cap threads and battery compartment crack. A power loss was observed. A leak test showed a leak at the battery compartment crack. Also, unrelated to the display issue, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.